Manufacturer narrative:
Please refer to the following sections for the new information: d8, h2, h4, h6, h10. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Additionally, other evaluation findings include the following: cable flooding, and corrosion of the electrical contacts of the video connector. Device history record (DHR) review: a DHR was reviewed and no issues that could have caused or contributed to the reported issue were found. Instructions for use (IFU): if the endoscopic image disappears unexpectedly during an examination or if the freeze cannot be released, immediately stop using the endoscope and remove it from the patient in accordance with the warnings in "chapter 4: instructions for use. Continued use under such conditions may cause injury to the patient, bleeding, or perforation. The following must be strictly observed. The endoscopic image may disappear unexpectedly during the examination, or the freeze may not be released. Do not clean, disinfect, sterilize, or store this device with tweezers, forceps, or scalpels. There is a risk of puncturing the camera cable and damaging the electrical circuits inside the device due to water leakage. Be very careful not to scratch the camera cable with sharp objects. Do not strike or drop this device. Water leakage may damage the electrical circuits inside the device. Connect the video connector to the otv-s7v (visera digital processor) when it is sufficiently dry, including the electrical contacts. Wet connection may cause malfunction. If the camera cable is curled up, do not pull it forcibly, but straighten it gradually. There is a possibility that the camera cable will break. Do not apply excessive bending, pulling, twisting, crushing, or other force to the camera cable. Doing so may cause the camera cable to break. When wiping the outer surface of the camera cable, do not squeeze the camera cable strongly. Doing so may cause the camera cable to break. Hold the camera head, not the camera cable, while operating the endoscope. There is a possibility that the camera cable may break. Do not secure the camera cable using a pean or the like. There is a possibility that the camera cable may break. The most probable cause of the complaint is cause linked to device but unable to trace more specifically. Olympus will continue to monitor the field performance of this device.

Event description:
This supplemental report is being submitted to provide device evaluation information supplied by the manufacturer.

Event description:
Customer reported with an issue of "sometimes the image remained dark and the video image did not show up". There was no patient impact, no harm reported due to the event.

Manufacturer narrative:
The device was returned, evaluated and the investigation is ongoing. This report will be supplemented following investigation completion or if additional information is provided by the user facility.